Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon closure of an exploratory laparotomy, the unit itself did not work. All raytecs and laps were removed from the field and conducted counts twice. The device was then used to scan the patient and it was an extended scan resulting in a positive detection. The working tables were pushed further back and the device was still detecting something. Another count was done and all the sponges were accounted for. They unplugged and re-plugged in the conform cord, rescanned and got the clear code. They did not need an x-ray because after restarting the system it was not giving them any issues. The patient's abdomen was smaller than 16 inch depth.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by. The visual inspection found no defects. The device was used to scan the patient and it was an extended scan resulting in a positive detection. Another count was done and all the sponges were accounted for. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.